Manufacturer narrative:
The lot was manufactured september 20, 2016 ¿ september 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked into the bottom of the outer packaging. The device was filled with fluorouracil in 0.9% sodium chloride. This occurred prior to use. There was no patient involvement. No additional information is available.